Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported main processor malfunction which was reproduced during evaluation. Evaluation experienced a delay in the keypad response while navigating menus. The cause was determined to be a failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an issue with the main processor during preventative maintenance testing in the biomedical service area. There was no patient involvement, injury, or medical intervention associated with this event. No additional information is available.